Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a line through the monitor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a line through the monitor. There was no report of patient harm, serious injury or adverse event.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: b5, h6 (health effect - clinical code, medical device - problem code, health effect - impact codes). A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the display monitor to video gen board and the top lcd display. Then, the fse performed a full calibration and functional checks per the factory calibration procedures. The unit was then returned to the customer and cleared for clinical use. The following investigation was performed by the technician of the maquet national repair center (nrc) wayne, nj. The top display assembly was observed per the cardiosave service manual with no visual damage. The national repair center installed the top display assembly into the cardiosave test fixture and tested the display assembly to factory specifications per procedure and the cardiosave service manual. Vertical line was observed on the center left side of the display. Faulty display may have been induced by fluid ingress or cleaning solution. See the attached files for reference. Display assembly will be held in the nrc as per procedure. The following investigation was performed by the technician of the maquet national repair center (nrc) wayne, nj. The video generator board kit was observed per the cardiosave service manual with no visual damage. The national repair center installed the video generator board kit into the cardiosave test fixture and tested the video generator board kit to factory specifications per procedure and the cardiosave service manual. No problem was found. Video generator board kit will be held in the nrc as per procedure.